Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead was oversensing noise resulting in pacing inhibition and the right atrial (ra) lead was unable to capture. Programming changes were done on both the rv and ra lead to resolve the issue. The patient was in stable condition.